Manufacturer narrative:
Insulin pump received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test and verify excessive no delivery alarm due to motor error alarm. Pump received with scratched display window, cracked display window corner, cracked reservoir tube lip and missing end cap sticker. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 120 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI. Drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed more than one motor error alarm within the last thirty days and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.